Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod was reported to have fell off the patient causing the cannula to dislodge. The patient's blood glucose levels reached an unknown level. No information was provided for patient symptoms, how they treated the issue and the duration of the medical event. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.